Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio observed that there was corrosion on the battery. The battery was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently powers itself off. Upon evaluation, physio-control observed that the device will not power on. There was no patient use associated with the reported event.